Manufacturer narrative:
The sample was provided to deroyal for evaluation. A supplier corrective action request (scar) was issued to the (B)(4). Root cause: was determined by the supplier o&m halyard, inc. To be dirty area and personnel were not following good manufacturing practices. This issue was found during use, as part of the good manufacturing practices all personnel must wear cloth-like hats and antistatic gowns, additional to this cutting personnel wears gloves to avoid damage to the product. The following corrective and preventive actions have been taken by (B)(4). Internal non-conformance qnc-no3-22-00120 was created to address this issue. Create an audit commission to monitor the controlled access rules. Notified all personnel of this issue and conducted retraining on the ja-07297 procedure. Production records were reviewed, and no issues were found. An inventory check of the drape was made by deroyal, a total of 80 of the 5-5223 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A complaint was received on 1/6/2023 reporting hair on medium drape. A supplier corrective action request (scar) was issued to the drape supplier o&m halyard, inc. The sample has not been returned to deroyal for evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Hair on medium drape.